Event description:
New information received notes that during the routine device replacement procedure, insulation breach that was similar to lead-to-can abrasion was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device evaluation. Oversensing on the right ventricular pace/sense lead was noted on stored egms for noise reversion episodes and high ventricular rate episodes. The oversensing was reproduced via isometrics. Lead measurements/trending were within normal limits. No intervention was performed. The patient was stable and will continue to be monitored.